Manufacturer narrative:
Philips service replaced the sibbox unit and rebooted the system, testing its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the sibbox unit failure caused intermittent imaging issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.